Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire heating element was unseated from the jaw. It was noticed after inserting it into the cannula. It was not used on the patient tissue. The hemopro cautery device was removed and replaced with one from a new kit. The procedure was completed without incident. There was no patient injury or effects.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/10/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and light evidence of blood were observed on the jaws of the harvesting device. The heater wire was observed to be twisted and flexed away from the hot jaw, and was detached from the tip of the jaw. No defects on the clear silicone insulation were observed on the hot or cold jaws. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. A lot history record review was completed for lots 25162158, 25162188, and 25162674, the last 3 lots shipped to the account prior to the event/aware date. For the lots 25162158, 25162188, and 25162674 : there were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.